Event description:
An altitude alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Insulin delivery was suspended due to the alarm, and the pump was within operating altitudes. Speaker holes were not obstructed, and technical support advised the customer to clean the speaker holes with a brush and cloth, and to remove and reconnect the cartridge to resume insulin delivery. The customer opted to do the troubleshooting at a later time and ended contact.